Event description:
A pr reported blood glucose results of "501 mg/dl, 130 mg/dl, and 156 mg/dl" with a lifescan meter, performed within 10 minutes of each other the test strips and control solution are being replaced.